Manufacturer narrative:
The event date and implant date were estimated based on the reported information.

Event description:
It was reported via social media that a patient underwent a left atrial appendage (laa) closure procedure and watchman laa closure device was implanted. Five months after the procedure the patient had a stroke. Surgery was performed to remove a blood clot. The patient was put back on blood thinners. Boston scientific has attempted to obtain additional information, but none has been provided at this time.